Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited r-wave measurement that have been chronically below range and the ventricular auto capture threshold measurement chronically above range as per lead trends. The rv lead remains in use. No further patient complications have been reported as a result of this event.